Event description:
It was reported that there was an alert due to out-of-range shock impedance measurements involving this implantable cardioverter defibrillator (ICD). Noise was also seen. A request for additional review was needed. No adverse patient effects were reported. The ICD remains implanted. Technical services (ts) reviewed the data and noted that the latest uploaded data showed a shock impedance alert. There was no uploaded data of the daily trend at the time of device interrogation, thus it was not possible to see the value of the shock impedance measurements. A new upload by patient-initiated interrogation would help see the values and the latest status. An in clinic follow up was recommended for the time being. Ts noted that if all data appears normal at the in clinic follow up a low-level electromagnetic interference (emi) that is not sensed may affect impedance measurements. Additional informaiotn noted that the pace impedance measurements were also out of range. Ts further discussed a possible connection issue and discussed performing a detailed system connection evaluation. No adverse patient effects were reported. The ICD remains implanted.

Event description:
It was reported that there was an alert due to out-of-range shock impedance measurements involving this implantable cardioverter defibrillator (ICD). Noise was also seen. A request for additional review was needed. No adverse patient effects were reported. The ICD remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there was an alert due to out-of-range shock impedance measurements involving this implantable cardioverter defibrillator (ICD). Noise was also seen. A request for additional review was needed. No adverse patient effects were reported. The ICD remains implanted. Technical services (ts) reviewed the data and noted that the latest uploaded data showed a shock impedance alert. There was no uploaded data of the daily trend at the time of device interrogation, thus it was not possible to see the value of the shock impedance measurements. A new upload by patient-initiated interrogation would help see the values and the latest status. An in clinic follow up was recommended for the time being. Ts noted that if all data appears normal at the in clinic follow up a low-level electromagnetic interference (emi) that is not sensed may affect impedance measurements. Additional information noted that the pace impedance measurements were also out of range. Ts further discussed a possible connection issue and discussed performing a detailed system connection evaluation. No adverse patient effects were reported. The ICD remains implanted.

Event description:
It was reported that there was an alert due to out-of-range shock impedance measurements involving this implantable cardioverter defibrillator (ICD). Noise was also seen. A request for additional review was needed. No adverse patient effects were reported. The ICD remains implanted. Technical services (ts) reviewed the data and noted that the latest uploaded data showed a shock impedance alert. There was no uploaded data of the daily trend at the time of device interrogation, thus it was not possible to see the value of the shock impedance measurements. A new upload by patient-initiated interrogation would help see the values and the latest status. An in clinic follow up was recommended for the time being. Ts noted that if all data appears normal at the in clinic follow up a low-level electromagnetic interference (emi) that is not sensed may affect impedance measurements. No adverse patient effects were reported. The ICD remains implanted.